Event description:
The customer's mother reported via phone call that the customer was hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was 125 mg/dl with moderate ketones at the time of the hospitalization. Customer was throwing up and could not keep anything down. Customer had borderline diabetic ketoacidosis. Customer was given 2 bags of saline and her blood glucose was monitored. Customer was also given zofran by mouth but she could not take it. Customer was given a different nausea medication with the IV. Customer was wearing the pump at the time. Caller declined troubleshooting and stated that the pump is doing fine. Caller stated that she was in the hospital and the customer was having issues with her blood glucose but does not know if it is the site. Customer also had a couple of no delivery alarms. Customer had a no delivery alarm once at school and her blood glucose was in the 300's mg/dl. Caller stated that the alarm was resolved by a complete set change.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.